Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
While in the emergency room (ER) for an unrelated issue, customer experienced a blood glucose (bg) level over 400 mg/dl. ER staff removed pump and reverted to manual injections for insulin therapy. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.